Event description:
It was reported a patient's right ventricular (rv) lead presented with high pacing impedance. Programming changes were made to restore normal parameters. The patient was stable.

Event description:
New information received notes the right ventricular (rv) lead had continued high pacing impedance and high capture thresholds. The rv lead was explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.